Manufacturer narrative:
Investigation description. Complaint was confirmed; however, it could not be duplicated during troubleshoot testing. Engineering logs indicated alert 38. Multiple dry leadscrew runs were completed successfully with no issues. The device was opened for further investigation and no abnormalities were observed. The cause for the issue is undetermined.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ condition during a supply change with repeated alert 38 for consecutive stalled motor despite multiple restarts, preventing the user from rewinding and proceeding with setup; the report included cartridge lot 34785, connector lot 34376, infusion set lot 34217, and device serial a140623, with no effect on blood glucose. Symptoms included no adverse clinical effects reported. Outcomes included no impact on daily activities requiring medical intervention and no hospitalization. Investigation included review of device logs and user-reported troubleshooting, with plans for device return for evaluation. Investigation of this case revealed a suspected motor stall malfunction related to the pump drive mechanism that blocked the rewind and setup process. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending physical analysis of the returned device. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.